Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- visual analysis of the returned sample revealed that traumacem v+ cement kit 10 ml was stuck as the cement inside the mixer was observed to be hardened. The hardened cement inside the mixer caused the handle to be stuck. No other issues were identified with the returned device. The dimensional inspection was not performed for the traumacem v+ cement kit 10 ml as it's not pertaining to the complaint condition. The functional test was not able to be performed as cement was hardened. The observed condition of the components is consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the traumacem v+ cement kit 10 ml. The cement could have hardened due to cement exposed to the external environmental conditions. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the trochanteric femur fracture with the cement in question. During the surgery, at the start of mixing of the cement, the surgeon felt stiffness of the cement than usual. When the surgeon tried to fill the cement into the cannula, he felt the cement was stiff. When the cement was injected from the cannula into the bone, it was too stiff to inject with a syringe. The surgeon gave up using the syringe once and tried to inject it with a plunger. Later, the feeling of clogging disappeared and he managed to inject cement, but the total amount of cement was 4 ml. Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) traumacem v+ cement kit 10 ml. This is report 1 of 2 for complaint (B)(4).